Event description:
A nurse reported during a cataract procedure the cannula disengaged from the syringe barrel and went into the pt's eye. There was no harm to the pt. The pt was kept in the hosp overnight for observation. The doctor advised that the pt is doing very well.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).